Event description:
Reactions/ flare [joint inflammation]. Case narrative: upon internal review on 13-jun-2019, suspect product was updated from synvisc to synvisc one. This case is cross referred with case ID: (B)(4). Initial information received on 22-apr-2019 from united states regarding an unsolicited valid serious case received from medial secretary. This case involves a 73 years old female patient who experienced reactions/ flare, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had hylan g-f 20, sodium hyaluronate in left knee previously (B)(6) 2016, (B)(6) 2007, (B)(6) 2018, (B)(6) 2018 concomitant medications included lidocaine (lidocaine) 1%. On (B)(6) 2019, there was no effusion and patient started taking synvisc one (hylan g-f 20, sodium hyaluronate), injection, dosage unknown via intra-articular route (lot - 8rsl045,20-may-2021) for unknown indication. The injection was performed by physician's assistant. On the same day when the patient got home after injection, the patient developed reactions/ flare (latency: 0 day). Patient was compliant with post injection instructions. On (B)(6) 2018, the patient was seen in office and was treated for flare the next day. Final diagnosis was reactions/ flare. The patient was treated with methylprednisolone (medrol dosepak), tramadol, compression, limited weight bearing, elevation and ice. The patient outcome is reported as unknown for reactions/ flare. Seriousness criteria- intervention required for reactions/flare. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one with global (B)(4). The production and quality control documentation for lot 8rsl045 expiration date (2021-05) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsl045 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2019 there was 1 complaint on file for lot 8rsl045 and all related sub-lots. 1 complaint is on file for lot 8rsl045: (1) adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA is required. Final investigation was complete on (B)(6) 2019. Additional information was received on 23-apr-2019 from consumer/non-hcp. Medical history added. Clinical course updated. Text amended accordingly. Additional information was received on 06-jun-2019. Global ptc number and results were added. Upon internal review, suspect product was updated from synvisc to synvisc one. Text was amended accordingly.

Event description:
Reactions/ flare [joint inflammation]. Case narrative: this case is cross referred with case ID: (B)(4) (cluster). Initial information received on (B)(6) 2019 from united states regarding an unsolicited valid serious case received from medial secretary. This case involves a (B)(6) years old female patient who experienced reactions/ flare, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had hylan g-f 20, sodium hyaluronate in left knee previously ((B)(6) 2016, (B)(6) 2017, (B)(6) 2018). Concomitant medications included lidocaine (lidocaine) 1%. On (B)(6) 2019, there was no effusion and patient started taking synvisc (hylan g-f 20, sodium hyaluronate), injection, dosage unknown via intra-articular route (lot - 8rsl045, 20-may-2021) for unknown indication. The injection was performed by physician's assistant. On the same day when the patient got home after injection, the patient developed reactions/ flare (latency: 0 day). Patient was compliant with post injection instructions. On (B)(6) 2019, the patient was seen in office and was treated for flare the next day. Final diagnosis was reactions/ flare. The patient was treated with methylprednisolone (medrol dosepak), tramadol, compression, limited weight bearing, elevation and ice. The patient outcome is reported as unknown for reactions/ flare. Seriousness criteria- intervention required for reactions/flare. A product technical complaint was initiated and results were pending for the same. Additional information was received on 23-apr-2019 from consumer/non-hcp. Medical history added. Clinical course updated. Text amended accordingly.